Event description:
Received information stating that the customer's fill estimate was inaccurate. The customer mentioned the possibility of overfilling the cartridge. There was no impact ot the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.